Manufacturer narrative:
Section a2, a3, a4: additional information.

Manufacturer narrative:
Approximate age of device - 4 months. Investigation conclusion: the reported event of a driveline power fault alarm was confirmed with the evaluation of the returned system controller (serial # (B)(4)). The system controller was connected to laboratory equipment and a call hospital contact/controller fault alarm was active. The evaluation confirmed an opened/damaged fuse to one of the redundant power line that supplies power to the lvad. The fuse was replaced, and the system controller functioned as intended thereafter. The log file captured data entries between (B)(6) 2000 and (B)(6)2019 with events on the default date of (B)(6) 2000. On (B)(6) 2000, the driveline was connected to the system controller. The system recovered to the set speed value of 4,000 rpm. Driveline power fault, driveline comm fault, and clock corrupt (date/clock not synced) alarms were active. The date/clock appeared to have been synced on (B)(6) 2019 at 10:10 am. The driveline power, driveline comm, low speed and low flow alarms remained. The driveline was disconnected from the system controller at 10:13 am. On (B)(6) 2019 at 1:58 pm, the driveline was connected, and the system recovered to the set speed value of 4,800 rpm. Driveline power fault was active. The driveline was disconnected at 2:28 pm and remained disconnected. The data is consistent with the driveline being incorrectly inserted into the controller by 180 degrees. Reports of similar issues have been documented and a corrective action was initiated to investigate the issue further. Abbott is continuing to monitor similar issue. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's controller displayed "driveline power fault" after connecting the patient's driveline. Prior to the alarm, the controller's software was successfully updated to v1.5.2. The health provider replaced the patient's controller without issue.